Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device has not been returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve was explanted after an implant duration of approximately eight (8) years and four (4) months due to mitral stenosis. It was noted that the patient's bioprosthetic aortic valve was also explanted. No additional information provided.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed. X-ray demonstrated minimal calcification on leaflets 1 and 2, heavy calcification on leaflet 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 6mm near commissure 1, and leaflets 2 and 3 by approximately 2mm near commissure 3 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed on commissure 1 and around leaflets 1 at the outflow aspect. Serrated markings were observed on leaflets 1 and 2 near commissure 2. Mechanical damage was observed on leaflet 2 near commissure 3, and a 1mm non-transmural tear was observed on leaflet 3 near commissure 3. The sewing ring was cut at multiple locations around the valve, and a section was missing near commissure 3. The wireform was exposed near leaflets 2 and 3 at the inflow aspect, and on commissure 2.

Manufacturer narrative:
.